Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Involved a female patient in the maternity department. The epidural catheter was inserted in the lumbar region of the l2/l3 vertebra whilst the female patient was giving birth. The lor syringe leaked at the end of the plunger. It was a leak of physiological saline solution. Clinical consequence: there was a dura puncture with reflux of cerebrospinal fluid as the needle advanced. The needle was removed and another epidural inserted in l3/l4 vertebra.

Manufacturer narrative:
(B)(4). The customer reported the lor syringe leaked. The customer returned one 10ml plastic lor syringe . The syringe was visually examined. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. A dimensional inspection was not required as a part of this complaint investigation. The returned sample was returned to the supplier (preox) for function testing. According to the supplier, no leak was found with the returned syringe. Additional testing was not required as a part of this complaint investigation. A device history record review was performed on the lor syringe with no relevant findings. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per eco-057562 (released 12-mar-2020), supplier (preox) made the following changes: optional component materials/mold locations: option 1: barrel: polypropylene - profax pf-535 lyondell-basell plunger: polypropylene 100-ga12 ineos olefins & polymers (molded at fleima plastic) blue stopper: silicone rubber (molded at et elastomer technik) option 2: barrel: polypropylene - profax pf-535 lyondell-basell plunger: polypropylene profax pf-531 lyondell-basell (molded at gpe) blue stopper: silicone rubber (molded at psilkon) lubricant: - the i.d. Of the barrel lubricated w/ medical grade silicone (polydimethylsiloxan) and amount will not exceed 0.25mg per sq centimeter. These effective changes did impact product design and material. It should be noted, the returned lor syringes were from the new design. The returned sample was returned to the supplier (preox) for functional testing. No issues were found with the returned sample.

Event description:
Involved a female patient in the maternity department. The epidural catheter was inserted in the lumbar region of the l2/l3 vertebra whilst the female patient was giving birth. The lor syringe leaked at the end of the plunger. It was a leak of physiological saline solution. Clinical consequence: there was a dura puncture with reflux of cerebrospinal fluid as the needle advanced. The needle was removed and another epidural inserted in l3/l4 vertebra.